Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-21547. It was reported the pt (B)(6) received two occipital (off label) trial leads. The pt experienced discomfort and a palpable lump at the lead site. The physician confirmed via x-rays that the leads were overlapped at the implant site. As a result, both trial leads were explanted.